Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that after their ins replacement they experienced intermittent stimulation. An impedance check showed normal impedances, an xray check was ok and the programing was changed.